Event description:
It was reported to the MFR that the vns pt felt the generator move in (B) (6) 2008 when she lied on her back. Pt went through surgery to have the generator repositioned which successfully resolved the migration event. Diagnostics performed on the pt's device revealed proper device function. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.